Manufacturer narrative:
The reagent lot number is 85175001 and the expiration date is 30-jun-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys testosterone ii assay results for 1 patient sample on a cobas e 411 analyzer (rack system). The customer questioned the initial result as they did not match the patient's previous result. On (B)(6) 2026, the initial testosterone result was 7.20 ng/dl. On (B)(6) 2026, the repeat result was 662.6 ng/dl. No questionable results were reported outside of the laboratory. The repeat result was deemed correct.